Event description:
On (B)(6) 2011, customer reported a fluid leak on the lh750 instrument while troubleshooting with the customer technical support (cts) to resolve aspiration errors. Per the information provided, the bellows were not draining and overflowed after the aspiration line was flushed, from fitting 160 to the needle, through the blood sampling valve (bsv). Approximately 4-5 ml of fluid overflowed. Patient results were impacted, as partial aspiration errors and incomplete results were obtained. However, there were no reports of death, injury, or affect to patient treatment. Customer did not provide patient data or the number of patient samples that were affected. Field service engineer (fse) examined the instrument and did not observe the bellows drain/overflow problem. Fse replaced the tubing on the pinch valve (pv9) on the aspiration pump module, cleaned the bsv, aligned the tube ram and needle pierce to resolve the aspiration errors. Blood detector voltages and bsv rotation were also checked. Instrument operation was verified.